Manufacturer narrative:
Product event summary: data files were returned and analyzed. An image file was returned from the field and reviewed. The image/video review demonstrates radiofrequency (rf) ablation energy on the electrocardiogram cascading to ventricular fibrillation when rf ablation stopped. In conclusion, the reported clinical issues cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere catheter, the patient experienced arrhythmia and ventricular fibrillation was induced twice during radiofrequency ablation on the tricuspid valve. The patient had no pulse for a minute and required defibrillation, being shocked into sinus rhythm. Chest compressions were performed until the pulse returned. A radiofrequency delivery error occurred, and the procedure was temporarily interrupted. Images from the case were referenced. The patient was under general anesthesia. Medical intervention, including defibrillation and chest compressions, was needed to prevent permanent impairment of function. The patient was cardioverted out of ventricular fibrillation after the second episode, and the procedure was completed. No further patient complications have been reported as a result of this event.